Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 49 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2018, 3669 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 08-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 49 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of anxiety disorder, nickel allergy, body mass index normal, parity 3 and multi gravida. The patient had a family history of heart disease, unspecified and osteoporosis. Concurrent conditions were listed as abnormal uterine bleeding, uterine prolapse, urinary incontinence and pelvic pain female. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2018, 3669 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2018: uterus and bilateral fallopian tubes with essure, total hysterectomy and bilateral salpingectomy: endometrial scarring with scant residual inactive endometrium in lower uterine segment and no glandular hyperplasia or malignancy. Unremarkable uterine cervix, posterior vaginal cuff, and uterine serosa. Bilateral fimbriated fallopian tubes with previous insertion of essure contraceptive devices and a 2 cm right paratubal inclusion cyst. 2, lesion (site unspecified), excision: a 1.4x1.4x 0.8 cm nodular calcified old fat necrosis clinical history: excessive / frequent menstruation with regular cycles. Pelvic and perineal pain gross description the fimbriated right fallopian tube is focally disrupted, measuring 6 cm long and 5 mm in diameter with a smooth serosa, a pinpoint lumen containing 4 co led with measuring jong and 1 mm in diameter, and a2x1.5x13cm intact distal paratubal inclusion cyst with rare small rubbery papillary excrescences on inner wall. The fimbriated left fallopian tube measures 6 cm long and 5 mm in diameter with a red smooth serosa, a pinpoint lumen containing a coiled wire measuring 3 cm long and 2mm in diameter, and a 4 4mm distal paratubai inclusion cyst.. The coiled wires are saved per protocol. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 02-nov-2023: medical record received. Surgical pathology report added. Medical history , concomitant conditions, reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 49 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2018, 3669 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.